Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the distribution node pca. The front pulse wire was pinched, and the pinched wire shorted with the distribution node pca. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
While investigating an electrode belt for an unrelated issue, a reportable problem was found. The electrode belt failed a therapy electrode recognition test.